Event description:
Event date: (B)(6) 2021. Event description: opened the sterile packaging and the implant packet had a hole in and seal had been broken. Not present during the case but no harm to patient or delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 158104010, lot d21042588, and no non-conformances / manufacturing irregularities were identified.